Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 8781, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that during the attempted implant of the catheter, during anchor dispensing, it ¿highly curled up¿ at the distal segment. The health care provider (hcp) decided to explant the catheter and implant a new one. The patient status was reported as alive no injury, and there were no patient symptoms associated with the event. The pump was being used to deliver baclofen.